Event description:
It was reported that the battery connector was broken. There was reportedly no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of (B)(4) submitted as MDR number 3030677-2021-11021. Device investigation is completed; please see updated codes in this report.